Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when their blood glucose level was not low. The customer's blood glucose level was 255 mg/dl but their sensor glucose level was 55 mg/dl. The insulin pump alarmed calibration error and change sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.